Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, requested information and appliance have not been provided yet. An additional follow-up will be done to request for information and product. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while using the dreamtap anti-snoring device.

Manufacturer narrative:
The patient's device was not returned to the manufacturer for an evaluation; however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no non-conformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. If the device would be returned in the future, evaluation of the device would be conducted accordingly. This incident is being monitored, tracked, and trended.